Event description:
It was reported that customer received a no delivery alarm. During troubleshooting, it was found that time was incorrect and cannula was bent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.